Event description:
Edwards has learned of a patient treated by valve-in-valve for a failing 27mm aortic pericardial valve. No other information has been made available. No indication provided to identify the patient or procedure details due to hospital's hipaa policies.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: no information provided other than device model. Therefore, no device history record review could be done. Despite repeated attempted to gain additional information via phone, email and site visits, no information has been made available. No patient identifiers provided by the site and no patient medical information or history was provided due to hospital hipaa policy. Therefore, implant duration remains unknown. This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve replacement was received through our clinical study and subsequent attempts to get additional information regarding the condition of the device at time of replacement or information on the patient's condition or possible comorbidities were unsuccessful; therefore, the root cause for the valve-in-valve procedure remains indeterminable. If additional information is made available, a supplemental report will be filed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.